Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was revised due to poor sensing and capture. Post procedure interrogation found that the lead still had poor atrial sensing and was also oversensing prominent r waves. The atrial threshold could not be determined due to high atrial rates. It was suspected that the atrial lead was dislodged. Further action will be discussed after an x-ray is conducted.

Manufacturer narrative:
Correction: the atrial lead had not been revised due to poor sensing and capture as previously mentioned. Correction: there was no capture issues and dislodgement noted on the lead.

Event description:
New information received on (B)(6) 2019 an x-ray was performed, and it was noted that the atrial lead was not dislodged. The patient was in sinus rhythm and all the electrical measurements were within normal range. No further action will be required.